Event description:
Customer reported unexpected negative reactions on capture-r ready ID on the galileo. A patient sample was originally ran with gel method and an anti-c was identified. The sample was repeated on gel with reproducible results. The sample was frozen, and thawed to run on the galileo; it tested negative with all cells.

Manufacturer narrative:
The instrument images were consistent with reaction strengths, however, wells that correspond with the donors with c antigen appeared to be very weakly reactive. No flags or errors were noted. The customer did not return samples for investigation testing; it is not possible to rule out the sample as a cause of the event.